Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was taken to the hospital by ambulance and diagnosed with ketoacidosis. She awoke during the night with multiple symptoms and contacted her son and a friend for assistance. While awaiting for emergency services (112), her son helped her insert a new pod. She presented with vomiting, nausea, excessive thirst, severe abdominal pain, rapid breathing, and chest pressure. Upon arrival at the hospital, the healthcare team administered intravenous fluids to reduce blood glucose levels and manage dehydration and nausea, as the patient had been vomiting. The total duration of the hospital visit was approximately 3.5 hours.